Manufacturer narrative:
The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future re-occurrence. Alleged failure: the light source stopped displaying light half way through the case. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root causes are a damaged safelight cable, safelight cable not fully seated.

Event description:
It was reported that there was loss of light (image) during a procedure.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of light (image) during a procedure.